Event description:
It was reported that the right atrial (ra) lead had high thresholds. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The distal conductor was fractured. All conductors were distorted and stretched. All conductors had blood/body fluid (not obstructed). The inner insulation was kinked/buckled and was breached cut. The outer insulation was kinked/buckled, was breached cut, and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. It was unable to determine where the anchor sleeve was located at this time.